Event description:
It was reported that a malfunction alarm occurred, identified as code malf 12. The impact on the customer's blood glucose level is unknown, as the customer declined to provide this information. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurs.